Event description:
It was reported that, during the implant attempt, the lead experienced placement difficulty trying to find optimal placement in the his bundle. The lead developed tissue buildup on the end, and the effectiveness of the tip steroid was questionable. The lead wasremoved and replaced with another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.